Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. The reported door not fully latched alarm was not experienced during evaluation, but was confirmed through review of the history log. The evaluation experienced a load set alarm, due to a missing upper link screw, preventing the upper latch pin from functioning properly. The screws were replaced during the repair process.